Manufacturer narrative:
The complaint is confirmed. Visual evaluation of the picture attached to the complaint of an alleged ar-8737-37 out of the package. It is concluded that the tip of the driver was broken off. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Device manufactured date 2018.

Event description:
Additional information received on 5/24/2023: this was discovered during a wrist arthroscopy with arthrodesis of psephthrosis of the left scaphoid after wrist fracture. The broken tip of the driver was left inside the screw and implanted in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-8737-37 driver shaft tip broke off in the screw when it was being implanted. The surgeon could not remove the tip, and the anchor was left implanted. This was discovered during a procedure on (B)(6) 2023. Additional information requested.